Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 165 units of insulin during the load sequence. Additionally, an occlusion alarm occurred. Reportedly, the customer was using lyumjev insulin with the pump. Tandem customer technical support informed customer that lyumjev insulin is off - label per the user guide. Customer changed pump supplies to address issues. The customers blood glucose level was 106 mg/dl.